Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error, due to an open clamp. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 2 of 4 on the home choice (hc). The home patient (hp) didn't have their third supply bag connected and the clamp on that line was open. The hp cycled the power to the system error 2367. The hp would complete therapy with manual bags. There was patient involvement. No patient injury or medical intervention was reported.